Event description:
It was reported that the 8800 system intermittently stops booting up, at all blocks. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive, image processor and sbc kit. Replaced identified components and reloaded flash and config files. Also adjusted workstation and mf power supplies. The system was tested and found to be working as intended and placed back into svc.